Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. This complaint is part of a retrospective review as part of a remediation related to CAPA (B)(4). Although no sample was returned in this case, in other similar incidents, covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.

Event description:
The customer reported that during a liver ablation a temp alarm alerted after approximately 4 minutes into a 10 minute ablation set at 75w. This antenna had been used during the same case for a 5 minute 75w ablation prior to the alarm, in a different liver location. We were unable to use the antenna so it was removed and replaced with another 15cm antenna.